Manufacturer narrative:
A patient unable to set implanted system to MRI mode was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference manufacturer numbers: 3006705815-2019-02347, 3006705815-2019-02348. It was reported that the patient was unable to enter MRI mode on their device due to high impedances. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the system was explanted.